Manufacturer narrative:
The device is subject to the aveir unexpected and inadvertent mode change action issued by abbott on (B)(6) 2024. This event is pending a correction/removal reporting number.

Manufacturer narrative:
A software investigation was completed where it was reported that the fast path summary indicated the device was in MRI mode. The provided information was reviewed by abbott engineering, and it was confirmed that an inappropriate mode change to evvi occurred, with evidence consistent with a root cause of the lp interpreting emi as a false-positive telemetry command to change mode. The conclusion of the investigation was the lp had a false positive telemetry command due to emi that triggered an inappropriate reset. The cause was able to be determined and confirmed.

Event description:
It was reported the patient was in the hospital for unrelated reasons. Upon interrogation, it was observed the leadless pacemaker (lp) was found inappropriately in magnetic resonance imaging (MRI) backup mode and undersensing intrinsic rhythm. The lp was reprogrammed to normal settings without issue. The patient was stable.